Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a mildly tortuous and moderately calcified vessel. A 2.0mmx20mmx143cm coyote (nc quantum apex) balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.